Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after aspirating blood through a one-link connector and flushing with 1cc of fluid, blood would remain in the cap, and the cap would have to be changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.